Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastric bypass, the handle did not fire when firing button was pressed. The handle was able to enter firing mode; however, at some point, the device stopped and would not fire. Another reload was attached to the same handle and adapter to complete the case. There was no patient injury.